Event description:
It was reported to philips that during a cardiac catheterization with stent placement (pci) procedure, the frontal arm¿s cranial direction movement was not smooth, and that the procedure was delayed while moving the patient to another system. It was noted that during the delay, the patient experienced a temporary cardiopulmonary arrest. The patient was successfully resuscitated and the exam was completed. An investigation into this complaint has been initiated by philips.